Event description:
Patient's pump displays "system fault call for service" as of this morning. Serial number (B)(4). Patient using back up pump. Did the reported fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 40.75nkm sqr, frequency: continuous infusion, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.